Event description:
An infusion pump failed the volume test. It was not known if this was discovered while infusing on a pt. The facility rep. Stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
The device involved was received for evaluation.